Event description:
Nemectron electrical stimulator in use on patients left knee. Patient complained of a sharp "rap" times 2. Resulted in 1-2 cm blister with drainage; left lateral knee progressed to a burn requiring grafting.